Event description:
It was reported that the alarms were not heard on the central unit. The device was in clinical use at the time of the event. No adverse event occurred.

Manufacturer narrative:
A philips response service engineer (rse) performed troubleshoot and found that the cable was not connected correctly to the pc, thus the speaker was not connected correctly. The connection/audio was restored with the aid of the head nurse. A good faith effort (gfe) was conducted, but there was no information on what caused the speaker to be connected incorrectly. Results of functional testing indicate no malfunction of the device. Based on the information available and the testing conducted, the cause of the reported problem was a faulty or loose speaker cable connection. The reported problem was not confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. Reporting address state: (B)(6).